Event description:
Information received by medtronic indicated that the insulin pump issued battery failed alarm. The customer stated that they inserted new battery and did the troubleshoot but still received failed battery alarm. The customer reported they tried new battery cap too, but issued was not resolved. The insulin pump alarm history showed software error detected error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.